Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering boluses as intended. Tandem technical support was unable to confirm the allegation as no additional information was provided and the customer declined further troubleshooting with tandem technical support. Customer¿s blood glucose level was 93 mg/dl.